Event description:
Iabp device was inserted in pt 12/17/96. Early morning, 12/19/96 balloon developed a leak and had to be discontinued. On removal, approx 9 am, the balloon became trapped in the femoral artery. Balloon was successfully removed by surgeon. To date, pt has not suffered any significant injury.